Manufacturer narrative:
The customer requested, assistance from a philips remote service engineer (rse). The customer explained, that the device experienced a shock failure. During troubleshooting, it was identified, that the cause for the failure was traced to a faulty battery. Based on the conclusion of the investigation. It was determined, that this was a malfunction of the battery. The customer was provided with part information and pricing for a replacement battery, to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device was not delivering a shock. There was no patient involvement.